Manufacturer narrative:
For the investigation no parts were available as the service engineer on site discarded the replaced parts. He found the front panel to be damaged so that liquid could enter and penetrate the internal motherboard. The logfiles were analyzed. The warmstarts described by the customer could be confirmed. The root cause for these warmstarts were most probably damages in the area of the pcb motherboard and are most likely associated with the ingress of fluid. The further described error code 13.01.040 was not found on the date of event but several weeks before. This timeout error on the cpu 68332 pcb indicates that the fluid has caused damage in the area of the cpu as well. It is not possible to make a statement about the condition of the exchanged parts as the parts were discarded. As a safety feature of the ventilator, the ventilator software analyzes and verifies proper function of the device. In case an internal failure is detected, the user would be alerted to this condition by an audible alarm and a visual message would be posted in the display. The ventilator may attempt a warm start. An audible alarm would be posted by the device and when the warm start occurs, the device will briefly power off and then back on. During this time, an emergency-breathing valve would open allowing for spontaneous breathing. The IFU states as a warming: do not place any container with liquids (e.g. Infusion bottle) above or on top of evita xl. Any liquid getting into the device could prevent evita xl from working properly or damage it and endanger the patient. The device was repaired by the service engineer on site and returned into use.

Event description:
The customer reported that the ventilator posted the error message 13.01.040 while the ventilator was connected to a patient. The ventilator performed several warm starts. No patient injury was reported.